Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported during a procedure on (B)(6) 2015 the threaded tip of the 3.5mm inserter connector fractured during the implantation of the screw. No fractured pieces had to be retrieved from the patient's wound. Another screw was used to complete the procedure in the same drilled hole .

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The part was received in used condition with surface scratches and did exhibit the fractured tip as stated in the complaint. The fractured tip was retained by the screw. It appears the instrument tip fractured due to excessive torque.